Event description:
It was reported that a 51-year-old hispanic female patient who underwent a primary breast augmentation procedure with mentor memorygel breast implant 250cc gel breast prostheses developed baker grade iii capsular contracture in both of her breasts post implantation. Additionally, the right breast prosthesis ruptured post implantation. The issues were diagnosed via a physical exam. As a result, the patient underwent bilateral explantation with no replacement breast prostheses on 03-oct-2022. The left breast prosthesis was discarded following explant surgery. This medwatch report is for the patient¿s right breast prosthesis.

Manufacturer narrative:
Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant. Additionally, the patient developed capsular contracture. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the was found to have a tear on the anterior view extended to the posterior view, measuring approximately 4.0 cm. In addition, shell abrasion was noted on the edges of the rupture. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Mentor concluded that the capsular contracture in the patient's breast was the result of the body's individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Reason for device explant and/or reoperation: bilateral capsular contracture, right breast prosthesis rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).